Manufacturer narrative:
(B)(4). Analysis results for the explanted lead were not available at the time of this report. A follow-up report will be sent when analysis is completed. Reason for the late MDR is due to the implementation of a process improvement.

Event description:
It was reported that the physician was unable to program the device adequately. All impedance readings were >4000 ohms (apart from electrode 2). The physician questioned if the lead was broken. The lead was explanted and replaced, and the pt recovered without sequela.